Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom gum has swollen with a white area that will not go away. It looks infected. Every time they wear the aligners it is more painful and sensitive.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.